Event description:
It was reported that a patient presented to clinic for follow up. Device was found in backup mode with no high voltage therapy available. The physician elected to explant and replace the ICD. There were no patient consequences before, during, and after the procedure.

Event description:
It was reported that a patient presented to clinic for follow up. Implantable cardioverter defibrillator (ICD) was found in backup mode with no high voltage therapy available. It was also noted that the ICD had not sent a transmission since june. The physician elected to explant and replace the ICD. There were no patient consequences before, during, and after the procedure.

Manufacturer narrative:
Correction: b5 and h6 - included the complaint of the device not sending a transmission since june.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a power-on-reset (por). During analysis, the device went into backup mode again. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.

Manufacturer narrative:
Correction: d6a - date of implant updated to (B)(6) 2021, was previously reported as (B)(6) 2022